Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a number of implantable pulse generator (ipg)'s failed. The devices remain in use. No patient complications have been reported as a result of this event.